Manufacturer narrative:
H10: one (1) used list # cl3011, 30" (76 cm) appx 3.3 ml, 20 drop admin set (lot # 4868079) connected to the y-smartsite of one (1) bd pump set, one (1) used partially full 10ml syringe, 0.9% nacl by excelsior medical, two (2) ICU medical 100 ml nacl containers, and one (1) used unknown safety infusion needle ext set were received and visually inspected. As received, the returned devices appeared to be securely connected. No visible damage or anomalies were observed. The connected devices were primed with water at gravity pressure and leak tested. Leakage occurred from the o-ring/poppet interface of the spinning spiros included on the cl3011 set. No leaks were seen from any of the mating devices returned. The reported complaint can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot number 4868079 was reviewed and there were no relevant non-conformances found. Additional information in h7. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Manufacturer narrative:
The device was received. The investigation is pending.

Event description:
The event involves a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger that had a chemo spill from the spiros end on the tubing. The medication used was not specified. No additional information is available.